Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented to the operating room for lead extraction and replacement due to noise on the right atrial lead. The lead was extracted and replaced on (B)(6) 2017. The patient was stable post procedure.